Manufacturer narrative:
No complaint was received with the return of the device. As received, only the connector portion of the lead was returned in one piece. A full breached outer insulation degradation was found adjacent to the connector boot exposing the outer coil. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.